Manufacturer narrative:
The unit was received with blank display due to corroded electronic assemblies. The unit as received with a corroded motor home switch. The following physical damage was noted: cracked casing at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he fell into the pool while wearing his insulin pump. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.